Event description:
The customer returned the product for battery door latch and stabilizer damage, during device evaluation a delaminated downstream occlusion (dso) seal and contaminated dso sensor were identified. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Further device investigation found a delaminated downstream occlusion (dso) seal, contaminated dso sensor, torn chassis gasket and the motor odometer at 5,276,443 resolutions. The dso seal, dso sensor, chassis gasket and motor were replaced. The dso/uso were also calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.